Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection and occlusion is listed in instructions for use guide wire hi-torque guide wires for ptca, pta, stents, with ce as a known patient effect of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, the reported treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
It was reported that the device will not return for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6) it was reported that on (B)(6) 2021, a percutaneous coronary intervention was performed on the distal circumflex (cx) coronary artery and 1st obtuse marginal lesions. Pre-dilatation was successfully performed without complications. Following pre-dilatation, the 2.75x48mm abt ng des was unable to successfully cross the obtuse marginal 1 (om1) 75% stenosed lesion due to calcification and lcx/om1 vessel tortuosity. The device had been successfully withdrawn. In replacement, a 2.5x28mm xience skypoint was successfully used in replacement, reducing the stenosis to 0%. The first balance middle weight (bmw) guide wire advanced. At the distal om1 bifurcation, there was a likely guide wire dissection, causing an occlusion of the more anterior branch. There was no treatment for the dissection. An attempt to place another bmw guidewire universal ii was unsuccessful as it was unable to cross the dissection caused by the first bmw. The device was removed without issues reported. A whisper wire was used in replacement, however, this wire also failed to cross the dissection. Post-procedure, elevated cardiac enzymes were observed. There was no myocardial infarction. No additional treatment was provided. The event did not require prolonged hospitalization. The event resolved and the patient was discharged that same day. No additional information was provided regarding this bmw issue.